Event description:
Patient reported that last batch of cassettes has caused high pressure alert with each pump when attached due to some defect with cassettes. Patient did not have lot number of cassettes at time of call. No further information was provided. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was not completed. Unknown if cassettes are available for return. Pharmacy is replacing cassettes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Are the cassettes available for investigation? Unknown. Did we replace cassettes? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.